Manufacturer narrative:
Pending investigation.

Event description:
As reported by legal, that this patient's left knee was implanted (B)(6) 2015 and revised (B)(6) 2022. Reason for the revision was not reported. No additional information provided.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. H7: z-0021-2022.